Manufacturer narrative:
(B)(4). Other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer is asking for a new main pcb (printed circuit board) for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a xdcr (transducer fault) occurred on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.